Manufacturer narrative:
Product information was not provided, so the manufacture date could not be determined. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer received a blood glucose reading of 0.6mmol/l on the contour next, retested on a different meter and the reading was 7.1mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The meter and strip information was not provided. Strips were requested to be returned for evaluation. The customer was given a replacement meter.